Event description:
It was reported that the patient underwent a l2.3 tuberculosis cleaning and l5 spondylolisthesis reduction surgery. Approximately 22 months post-op films showed the rod broken between l2 and l3. The patient underwent a revision surgery. The patient underwent the t12/l1/l4 surgery to take out all the broken rods and keep the l5/s1 spondylolisthesis fixation. During the second surgery the new rods were implanted. The surgery completed smoothly this time.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned for evaluation. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Films were supplied for review which found: lateral view of construct t12-s1 with broken rod above crosslink. A revision was nec essary; presumption is that fusion was not solid.